Event description:
It was reported by service report that the head right siderail was broken with sharp edges and the potential for fluid ingress. No pt involvement or adverse consequences are reported.